Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp via the right femoral artery and support initiated on performance level p-6. Prior to the impella cp implant, the patient had recurrent ventricular tachycardia/fibrillation arrest and was shocked multiple times with return of spontaneous circulation. After implant, percutaneous coronary intervention to the right coronary artery was completed. Subsequently, there were no distal pulses in the right leg, and the patient was taken immediately to the operating room for escalation to the impella 5.5 device which was successfully completed. The patient was sent to the unit on impella support. Day 4 of support noted the patient was no longer experiencing ectopy, received 2l of fluid, and was hemodynamically stable with no suction alarms on p-4. The plan was to wean to p-2 and ambulate the patient to the chair. Two days later it was noted the patient received two units of packed red blood cells, still having melena. A check for gastrointestinal bleed was confirmed. Bivalirudin was suspended. It could not be determined if the use of the anticoagulant for the impella impacted or exacerbated the outcome of the bleed. However, the patient was hemodynamically stable on p-5, and revascularization was planned once hemoglobin stabilized. The next day bleeding slowed, and the patient was administered one unit of packed red blood cells this morning and taken to the catheterization lab for revascularization. The patient remained hemodynamically stable. Three days later the patient was successfully weaned from the impella support and the impella 5.5 device was explanted without incident with a patient surviving outcome.

Manufacturer narrative:
Product complaint # (B)(4). No device received: the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Initial report: the complainant reported that a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp via the right femoral artery and support initiated on performance level p-6. Prior to the impella cp implant, the patient had recurrent ventricular tachycardia/fibrillation arrest and was shocked multiple times with return of spontaneous circulation. After implant, percutaneous coronary intervention to the right coronary artery was completed. Subsequently, there were no distal pulses in the right leg, and the patient was taken immediately to the operating room for escalation to the impella 5.5 device which was successfully completed. The patient was sent to the unit on impella support. Day 4 of support noted the patient was no longer experiencing ectopy, received 2l of fluid, and was hemodynamically stable with no suction alarms on p-4. The plan was to wean to p-2 and ambulate the patient to the chair. Two days later it was noted the patient received two units of packed red blood cells, still having melena. A check for gastrointestinal bleed was confirmed. Bivalirudin was suspended. It could not be determined if the use of the anticoagulant for the impella impacted or exacerbated the outcome of the bleed. However, the patient was hemodynamically stable on p-5, and revascularization was planned once hemoglobin stabilized. The next day bleeding slowed, and the patient was administered one unit of packed red blood cells this morning and taken to the catheterization lab for revascularization. The patient remained hemodynamically stable. Three days later the patient was successfully weaned from the impella support, and the impella 5.5 device was explanted without incident with a patient surviving outcome. Additional events: additional information was received via notifications from abiomed's long term outcome and quality indicator impella registry and noted the patient experienced the following additional events: deep vein thrombosis, bleeding with anticoagulant withheld, hematoma and infection requiring intervention. The patient would ultimately expire. Right upper extremity deep vein thrombosis with a "possibly" relationship to the impella used. Further information noted heparin drip was started and withheld due to gastrointestinal bleed and interventional radiology. The heparin was restarted the following day. Pelvic hematoma with a "possibly" relationship to the impella device used. A repeat computed tomography showed ascites. A computer tomography was completed due to concern for ileus. Gas forming with in hematoma with concern for superinfection. Infectious disease was consulted, and the patient was treated with antibiotics such as meropenum. The site was drained, and the patient had a jp bulb for suction. Infectious disease was consulted for monitoring of infection. However, the patient expired died prior to event resolving. Pelvic hemoperitoneum with a "possibly" relationship to the impella device used. Further information noted that trauma services was consulted for pelvic fluid collection collecting infected hemoperitoneum. The physician drained the pelvic collection in interventional radiology. A jp drain with bulb suction was placed. Fluid had positive culture for heavy klebsiella/oxytoca/raoultella species. The patient was on meropenum, unaysn and cipro. The patient expired prior to event resolving.

Manufacturer narrative:
Additional information was received noting additional patient events, and based on this additional information, the following sections were updated b5: event description. The following fields were repopulated a2: outcomes attributed, h1: type of reportable event, and h6: health effect - clinical and impact codes. (Note: the actual date of death is unclear and therefore this field was left blank). Investigation summary: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the following adverse events: retroperitoneal hemorrhage: patient had upper gastrointestinal bleed and bival was kept on hold. It was unclear whether the bleeding was resolved based on the provided clinical information. The root cause of the injury was unable to be determined as insufficient clinical details were provided, and no product was returned for analysis. Hematoma: the registry reported upon ae #8 for subject of a pelvic hematoma. The root cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Infection/ thrombosis: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.